Event description:
It was reported to resmed (B)(4) that an system fault (sf101) message was observed on an astral device indicating that the outlet pressure measurement may be incorrect. This resulted in an alarm, the device screen turned red, and ventilation stopped. There was no pt injury reported as a result of this incident. MFR # 3004604976-2015-00109.